Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vault. In a second surgery on (B)(6) 2022 a longer length lens was implanted. This resolved the problem.cause of the event is reported as unknown.